Event description:
During the procedure to explant and replace the patient's (B)(6) migrated leads (reference MFR report numbers 1627487-2013-00551 and 1627487-2013-00552) it was reported the patient's ipg was also replaced, and the pocket was relocated to the abdomen. The replacement of the ipg was conducted due to reports of discomfort and recharging difficulties. Follow up on this matter found effective stimulation has been recaptured for the patient and the reported discomfort has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.